Event description:
It was reported that complications were observed in pts who had undergone anterior cervical discectomy and fusion (acdf) augmented with high-dose rhbmp-2. The surgical procedure was performed using a modified surgical technique. Decompression and decortication were carried out and the cage was filled with rhbmp-2. Add'l rhbmp-2 was also placed lateral and anterior to the graft within the disc space - up to 2.1 mg/level was used. An anterior cervical plate was then placed. Intraoperative radiograph confirmed proper alignment and fixation of the bone graft and plate. It was reported that between four and five days postoperatively, four pts who had undergone a 2-level acdf developed a hematoma that required surgical evacuation. No details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: shields et al. Adverse effects associated with high-dose recombinant human bone morphogenetic protein-2 used in anterior cervical spine fusion. Spine. 2006; 31: number 5, pp 542-547. Device was not returned to the MFR for eval. Without add'l device info, a review of the device history records is not possible. We are, therefore, unable to determine the cause of the event.